Manufacturer narrative:
The reported disassembly of the release pin was confirmed by a manufacturer repair technician through visual inspection. Potential causes for the reported event include a material fatigue issue or impact.

Event description:
It was reported that during cleaning conducted at the user facility the release pin of the device disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during cleaning, there was no patient involvement and no delay to a surgical procedure.